Event description:
Information was received indicating that a smiths medical set, admin, cadd, 78", spike tubing was reported to come loose very easily causing leaks. The leaks were discovered when the patient's clothes felt wet. One patient was receiving tipranavir with a volume of 2700ml. There were no adverse events reported.

Manufacturer narrative:
G4: aware date of the initial information needed to be corrected to 02/27/2020.